Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, distal cover burnt was likely caused by stress of repeated use, external factors, or handling. However, a definitive root cause could not be determined. The following is in the instruction/operation manual chapter 3 "preparation and inspection". 3.2 "inspection of the endoscope¿ describes the following warning. 1. Inspect the control section and the endoscope connector for excessive scratching, deformation, loose parts or other irregularities. 2. Confirm that the instrument channel port does not rotate or turn by attempting to rotate or turn the instrument channel port in a counterclockwise direction as shown in figure 3.2. If the instrument channel port is able to be rotated or turned, do not use the endoscope and return it to olympus for repair." 5. "Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." 6. "Holding the insertion tube gently with a hard, carefully run your fingertips over the entire length of the insertion tube in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion tube is not abnormally stiff (see figure 3.4)." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis lucera bronchovideoscope had air or water leakage from the channel. There were no reports of patient harm. During the device evaluation, the following reportable malfunction was found: tip cover burned.this medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed. Additional evaluation findings: adhesive on bending section cover had a chip; control unit was sticky due to water leakage; bending angle in up direction does not meet the standard value due to wear of the angle wire; and the angle wire became longer than normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.